Event description:
It was reported that the patient came in to clinic after receiving a high, out of range high voltage lead impedance measurement from an appropriate therapy received the night before. After isometric testing, noise was also seen on the lead. The physician planned to reprogram the device. Patient will be monitored and lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).